Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the revision surgery will be performed due to the head coming off. This pc reports about the primary surgery. It was reported that on unknown date, the patient underwent the primary surgery. After the primary surgery, on (B)(6) 2021, it was found that recurrent dislocation had occurred. No further information is available. Doi: (B)(6) 2008.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.